Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer had tried two different sets. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. The customer stated that the customer commented blood glucose value had been between 13 and 14 mmol/l for around two weeks due to the insulin pump not functioning properly. Current blood glucose is 8.6 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and unexpected restart error test. No excessive no delivery alarms were noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.